Event description:
A nurse reported an intraocular lens (iol) was exchanged for a different model and power lens, one month following iol implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no similar complaints reported for this lot number. Attempts have been made to obtain additional information. (B)(4).